Event description:
A malfunction was reported by the customer, identified by the code malf 12, with no notable events occurring prior. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.